Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/ malposition of essure device location of device: right fallopian tube,"), pelvic pain ("severe pelvic pain/pain") and uterine haemorrhage ("heavy uterine bleeding") in a 30-year-old female patient who had essure (batch no. 624840) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 ((B)(6) 1998, (B)(6) 2000, (B)(6) 2007), seizure, allergic reaction to analgesics, wisdom teeth removal, cigarette smoker, food allergy, fruit allergy and post-traumatic stress disorder. The patient denies alcohol use, or illicit drug use. Concurrent conditions included body mass index normal, endometrial biopsy, metrorrhagia and menometrorrhagia. Family history included chronic obstructive pulmonary disease (father), sudden infant death syndrome (one brother died), diabetes and hepatic cancer (colon). Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro) since 2012 and lamotrigine (lamictal) since (B)(6) 2017. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea"), 1 day after insertion of essure. On (B)(6) 2008, the patient was found to have weight increased ("weight gain") and experienced vaginal haemorrhage ("abnormal vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("low abdomen pain / lower abdomen area"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, vaginal haemorrhage and menorrhagia had resolved, the pelvic pain was resolving and the uterine haemorrhage, weight increased, abdominal pain lower, dyspareunia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: zero coils seen in cavity but seen easily going into tubes (as written) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. On (B)(6) 2008, xr abdomen ap findings: essure coils are seen within the pelvis. A hysterosalpingogram could be performed to confirm blockage of the fallopian tubes. 0n (B)(6) 2010,surgical pathology report,portions of left and right fallopian tubes are attached. Right fallopian tube, is a single piece of fallopian tube portion measuring 2.5 cm in length and bearing fimbriated end. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming uterine haemorrhage, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-dec-2018: pfs received. Event severe pelvic pain/pain outcome updated to recovering / resolving. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/ malposition of essure device location of device: right fallopian tube,"), pelvic pain ("severe pelvic pain/pain") and uterine haemorrhage ("heavy uterine bleeding") in a 30-year-old female patient who had essure (batch no. 624840) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1998, (B)(6) 2000, (B)(6) 2007), seizure, allergic reaction to analgesics, wisdom teeth removal, cigarette smoker, food allergy and fruit allergy. The patient denies alcohol use, or illicit drug use. Concurrent conditions included body mass index normal, endometrial biopsy, metrorrhagia and menometrorrhagia. Family history included chronic obstructive pulmonary disease (father), sudden infant death syndrome (one brother died), diabetes and hepatic cancer (colon). Concomitant products included alprazolam (xanax), bupropion (wellbutrin), escitalopram oxalate (lexapro) since 2012 and lamotrigine (lamictal) since (B)(6) 2017. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 day after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), weight increased ("weight gain") and abdominal pain lower ("low abdomen pain / lower abdomen area"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy) and surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, vaginal haemorrhage and menorrhagia had resolved and the pelvic pain, uterine haemorrhage, weight increased, abdominal pain lower, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: zero coils seen in cavity but seen easily going into tubes (as written) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. On (B)(6) 2008, xr abdomen ap findings: essure coils are seen within the pelvis. A hysterosalpingogram could be performed to confirm blockage of the fallopian tubes. On (B)(6) 2010,surgical pathology report,portions of left and right fallopian tubes are attached. Right fallopian tube, is a single piece of fallopian tube portion measuring 2.5 cm in length and bearing fimbriated end. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming uterine haemorrhage, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/ malposition of essure device location of device: right fallopian tube,'), pelvic pain ('severe pelvic pain/pain') and uterine haemorrhage ('heavy uterine bleeding') in a 30-year-old female patient who had essure (batch no. 624840) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 ((B)(6) 98, (B)(6) 2000, (B)(6) 2007), seizure, allergic reaction to analgesics, wisdom teeth removal, cigarette smoker, food allergy, fruit allergy and post-traumatic stress disorder. The patient denies alcohol use, or illicit drug use. Concurrent conditions included body mass index normal, endometrial biopsy, metrorrhagia and menometrorrhagia. Family history included chronic obstructive pulmonary disease (father), sudden infant death syndrome (one brother died), diabetes and hepatic cancer (colon). Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro) since 2012 and lamotrigine (lamictal) since october 2017. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea"), 1 day after insertion of essure. On (B)(6) 2008, the patient was found to have weight increased ("weight gain") and experienced vaginal haemorrhage ("abnormal vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("low abdomen pain / lower abdomen area"), depression ("depression"), anxiety ("mental anguish"), metrorrhagia ("metrorrhagia") and complication of device removal ("post removal complication - yes"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, dysmenorrhoea and metrorrhagia had resolved and the uterine haemorrhage, weight increased, abdominal pain lower, depression, anxiety and complication of device removal outcome was unknown. The reporter considered abdominal pain lower, anxiety, complication of device removal, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, metrorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: zero coils seen in cavity but seen easily going into tubes (as written) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. On (B)(6) 2008, xr abdomen ap findings: essure coils are seen within the pelvis. A hysterosalpingogram could be performed to confirm blockage of the fallopian tubes. 0n (B)(6) 2010,surgical pathology report,portions of left and right fallopian tubes are attached. Right fallopian tube, is a single piece of fallopian tube portion measuring 2.5 cm in length and bearing fimbriated end. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming uterine haemorrhage, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: pif received: event metrorrhagia and complication of device removal added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/ malposition of essure device location of device: right fallopian tube,'), uterine perforation ('uterine perforation') and pelvic pain ('severe pelvic pain/pain') in a 30-year-old female patient who had essure (batch no. 624840) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 ((B)(6) 1998, (B)(6) 2000, (B)(6) 2007), seizure, allergic reaction to analgesics, wisdom teeth removal, cigarette smoker, food allergy, fruit allergy and post-traumatic stress disorder. The patient denies alcohol use, or illicit drug use. Concurrent conditions included body mass index normal, endometrial biopsy, metrorrhagia and menometrorrhagia. Family history included chronic obstructive pulmonary disease (father), sudden infant death syndrome (one brother died), diabetes and hepatic cancer (colon). Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro) since 2012 and lamotrigine (lamictal) since (B)(6) 2017. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea"), 1 day after insertion of essure. On (B)(6) 2008, the patient was found to have weight increased ("weight gain") and experienced vaginal haemorrhage ("abnormal vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("heavy uterine bleeding"), abdominal pain lower ("low abdomen pain / lower abdomen area"), depression ("depression"), anxiety ("mental anguish"), metrorrhagia ("metrorrhagia") and complication of device removal ("post removal complication - yes"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, dysmenorrhoea and metrorrhagia had resolved and the uterine perforation, uterine haemorrhage, weight increased, abdominal pain lower, depression, anxiety and complication of device removal outcome was unknown. The reporter considered abdominal pain lower, anxiety, complication of device removal, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, metrorrhagia, pelvic pain, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: zero coils seen in cavity but seen easily going into tubes (as written) patient received treatment for :uterine perforation, pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. On (B)(6) 2008, xr abdomen ap findings: essure coils are seen within the pelvis. A hysterosalpingogram could be performed to confirm blockage of the fallopian tubes. 0n (B)(6) 2010,surgical pathology report,portions of left and right fallopian tubes are attached. Right fallopian tube, is a single piece of fallopian tube portion measuring 2.5 cm in length and bearing fimbriated end. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming uterine haemorrhage, dysmenorrhea, dyspareunia. Lot number:624840 manufacture date: 2007-06 expiration date: 2009-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/ malposition of essure device location of device: right fallopian tube,"), pelvic pain ("severe pelvic pain/pain") and uterine haemorrhage ("heavy uterine bleeding") in a 30-year-old female patient who had essure (batch no. 624840) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1998, (B)(6) 2000, (B)(6) 2007), seizure, allergic reaction to analgesics, wisdom teeth removal, cigarette smoker, food allergy and fruit allergy. The patient denies alcohol use, or illicit drug use. Concurrent conditions included body mass index normal, endometrial biopsy, metrorrhagia and menometrorrhagia. Family history included chronic obstructive pulmonary disease (father), sudden infant death syndrome (one brother died), diabetes and hepatic cancer (colon). Concomitant products included alprazolam (xanax), bupropion (wellbutrin), escitalopram oxalate (lexapro) since 2012 and lamotrigine (lamictal) since (B)(6) 2017. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 day after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), abdominal pain lower ("low abdomen pain / lower abdomen area"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy) and surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, vaginal haemorrhage and menorrhagia had resolved and the pelvic pain, uterine haemorrhage, weight increased, abdominal pain lower, dyspareunia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: zero coils seen in cavity but seen easily going into tubes (as written) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. On (B)(6) 2008, xr abdomen ap findings: essure coils are seen within the pelvis. A hysterosalpingogram could be performed to confirm blockage of the fallopian tubes. On (B)(6) 2010,surgical pathology report,portions of left and right fallopian tubes are attached. Right fallopian tube, is a single piece of fallopian tube portion measuring 2.5 cm in length and bearing fimbriated end. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming uterine haemorrhage, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: plaintiff fact sheet- events depression and mental anguish were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/ malposition of essure device location of device: right fallopian tube,'), uterine perforation ('uterine perforation') and pelvic pain ('severe pelvic pain/pain') in a 30-year-old female patient who had essure (batch no. 624840) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 ((B)(6)1998, (B)(6)2000, (B)(6)2007), seizure, allergic reaction to analgesics, wisdom teeth removal, cigarette smoker, food allergy, fruit allergy and post-traumatic stress disorder. The patient denies alcohol use, or illicit drug use. Concurrent conditions included body mass index normal, endometrial biopsy, metrorrhagia and menometrorrhagia. Family history included chronic obstructive pulmonary disease (father), sudden infant death syndrome (one brother died), diabetes and hepatic cancer (colon). Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro) since 2012 and lamotrigine (lamictal) since (B)(6) 2017. On (B)(6)2008, the patient had essure inserted. On (B)(6)2008, the patient experienced dysmenorrhoea ("dysmenorrhea"), 1 day after insertion of essure. On (B)(6)2008, the patient was found to have weight increased ("weight gain") and experienced vaginal haemorrhage ("abnormal vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (b)96) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("heavy uterine bleeding"), abdominal pain lower ("low abdomen pain / lower abdomen area"), depression ("depression"), anxiety ("mental anguish"), metrorrhagia ("metrorrhagia") and complication of device removal ("post removal complication - yes"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6)2010. At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, dysmenorrhoea and metrorrhagia had resolved and the uterine perforation, uterine haemorrhage, weight increased, abdominal pain lower, depression, anxiety and complication of device removal outcome was unknown. The reporter considered abdominal pain lower, anxiety, complication of device removal, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, metrorrhagia, pelvic pain, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: zero coils seen in cavity but seen easily going into tubes (as written). Patient received treatment for :uterine perforation, pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - on (B)(6)2008: results: total bilateral occlusion. On (B)(6)2008, xr abdomen ap findings: essure coils are seen within the pelvis. A hysterosalpingogram could be performed to confirm blockage of the fallopian tubes. 0n (B)(6)2010,surgical pathology report,portions of left and right fallopian tubes are attached. Right fallopian tube, is a single piece of fallopian tube portion measuring 2.5 cm in length and bearing fimbriated end. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming uterine haemorrhage, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-aug-2020: extension of expected date of next report. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/ malposition of essure device location of device: right fallopian tube,'), uterine perforation ('uterine perforation') and pelvic pain ('severe pelvic pain/pain') in a 30-year-old female patient who had essure (batch no. 624840) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 ((B)(6) 1998, (B)(6) 2000, (B)(6) 2007), seizure, allergic reaction to analgesics, wisdom teeth removal, cigarette smoker, food allergy, fruit allergy and post-traumatic stress disorder. The patient denies alcohol use, or illicit drug use. Concurrent conditions included body mass index normal, endometrial biopsy, metrorrhagia and menometrorrhagia. Family history included chronic obstructive pulmonary disease (father), sudden infant death syndrome (one brother died), diabetes and hepatic cancer (colon). Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro) since 2012 and lamotrigine (lamictal) since (B)(6) 2017. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea"), 1 day after insertion of essure. On (B)(6) 2008, the patient was found to have weight increased ("weight gain") and experienced vaginal haemorrhage ("abnormal vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On 22-apr-2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("heavy uterine bleeding"), abdominal pain lower ("low abdomen pain / lower abdomen area"), depression ("depression"), anxiety ("mental anguish"), metrorrhagia ("metrorrhagia") and complication of device removal ("post removal complication - yes"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, dysmenorrhoea and metrorrhagia had resolved and the uterine perforation, uterine haemorrhage, weight increased, abdominal pain lower, depression, anxiety and complication of device removal outcome was unknown. The reporter considered abdominal pain lower, anxiety, complication of device removal, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, metrorrhagia, pelvic pain, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: zero coils seen in cavity but seen easily going into tubes (as written) patient received treatment for :uterine perforation, pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. On (B)(6) 2008, xr abdomen ap findings: essure coils are seen within the pelvis. A hysterosalpingogram could be performed to confirm blockage of the fallopian tubes. 0n (B)(6) 2010,surgical pathology report,portions of left and right fallopian tubes are attached. Right fallopian tube, is a single piece of fallopian tube portion measuring 2.5 cm in length and bearing fimbriated end. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming uterine haemorrhage, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- new event uterine perforation was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and uterine haemorrhage ("heavy uterine bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (total hysterectomy to remove the essure device on (B)(6) 2010). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, uterine haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, pelvic pain and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-apr-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain and heavy uterine bleeding(seen as uterine haemorrhage). A total hysterectomy to remove essure was performed approximately 2 years after placement. Both events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also abnormal genital bleeding and menses pattern changes may occur. In this present case, consumer presented the events after essure insertion. Considering the nature of them and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/ malposition of essure device location of device: right fallopian tube,"), pelvic pain ("severe pelvic pain/pain") and uterine haemorrhage ("heavy uterine bleeding") in a 30-year-old female patient who had essure (batch no. 624840) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1998, (B)(6) 2000, (B)(6) 2007), seizure, allergic reaction to analgesics, wisdom teeth removal, smoker, food allergy and fruit allergy. The patient denies alcohol use, or illicit drug use. Concurrent conditions included body mass index normal, endometrial biopsy, metrorrhagia and menometrorrhagia. Family history included chronic obstructive pulmonary disease (father), sudden infant death syndrome (one brother died), diabetes and hepatic cancer (colon). Concomitant products included alprazolam (xanax), bupropion (wellbutrin), escitalopram oxalate (lexapro) since 2012 and lamotrigine (lamictal) since (B)(6) 2017. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), weight increased ("weight gain") and abdominal pain lower ("low abdomen pain"). The patient was treated with surgery (on (B)(6) 2010 hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, vaginal haemorrhage and menorrhagia had resolved and the pelvic pain, uterine haemorrhage, weight increased, abdominal pain lower, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: zero coils seen in cavity but seen easily going into tubes (as written) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion on (B)(6) 2008, xr abdomen ap findings: essure coils are seen within the pelvis. A hysterosalpingogram could be performed to confirm blockage of the fallopian tubes. 0n (B)(6) 2010,surgical pathology report,portions of left and right fallopian tubes are attached. Right fallopian tube, is a single piece of fallopian tube portion measuring 2.5 cm in length and bearing fimbriated end. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming uterine haemorrhage, dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on 26-feb-2018: plaintiff fact sheet and medical records received. Events were added per pfs: abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, vaginal haemorrhage and weight increased. Reporters, patient demographics, medical history, concurrent conditions, concomitant medications were added. Event outcome was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and uterine haemorrhage ("heavy uterine bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), uterine haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (total hysterectomy to remove the essure device on (B)(6) 2010). Essure was withdrawn. At the time of the report, the pelvic pain, uterine haemorrhage and dyspareunia outcome was unknown. The reporter considered pelvic pain, uterine haemorrhage and dyspareunia to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain and heavy uterine bleeding(seen as uterine haemorrhage). A total hysterectomy to remove essure was performed approximately 2 years after placement. Both events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also abnormal genital bleeding and menses pattern changes may occur. In this present case, consumer presented the events after essure insertion. Considering the nature of them and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.